Event description:
It was reported to philips that the system was unable to do fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to do fluoroscopy. Upon troubleshooting, the philips field service engineer (fse) checked the system logs onsite and found that the detected 'tube current out of range'. To resolve the issue, the fse performed the tube conditioning and adaptation. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.